Event description:
In (B)(6) 2018 bone augmentation done. Soft bone structure. Implant had not enough primary stability. After removal of implant surgeon was able to set a longer implant with good primary stability. Patient has hay fever.